Event description:
This case was initially received via regulatory authority (B)(4) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergies to nickel and titanium were discovered") in a female patient who had essure (batch no. B15008, b26268) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), myalgia ("chronic muscle pain"), muscle spasms ("tetaniform spasms"), back pain ("lower back pain"), dyspareunia ("dyspareunia"), cystitis noninfective ("bladder inflammation"), rash ("skin rashes"), mouth ulceration ("mouth ulcers") and fatigue ("chronic fatigue"). The patient was treated with surgery (date of removal (B)(6) 2017). Essure treatment was not changed. At the time of the report, the allergy to metals, myalgia, muscle spasms, back pain, dyspareunia, cystitis noninfective, rash, mouth ulceration and fatigue outcome was unknown. The reporter considered allergy to metals, back pain, cystitis noninfective, dyspareunia, fatigue, mouth ulceration, muscle spasms, myalgia and rash to be related to essure. The reporter commented: the events started several months before time of reporting. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to nickel and titanium. Further company follow-up with the regulatory authority is not possible. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced allergies to nickel and titanium were discovered. Essure will be removed. The event is regarded as anticipated according to the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature, a causal relationship with essure cannot be excluded. In line with health authority's assessment, this case was regarded as incident because device removal will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 28-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergies to nickel and titanium were discovered") in a female patient who had essure (batch no. B15008, b26268) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), myalgia ("chronic muscle pain"), muscle spasms ("tetaniform spasms"), back pain ("lower back pain"), dyspareunia ("dyspareunia"), cystitis noninfective ("bladder inflammation"), rash ("skin rashes"), mouth ulceration ("mouth ulcers") and fatigue ("chronic fatigue"). The patient was treated with surgery (date of removal (B)(6) 2017). Essure treatment was not changed. At the time of the report, the allergy to metals, myalgia, muscle spasms, back pain, dyspareunia, cystitis noninfective, rash, mouth ulceration and fatigue outcome was unknown. The reporter considered allergy to metals, back pain, cystitis noninfective, dyspareunia, fatigue, mouth ulceration, muscle spasms, myalgia and rash to be related to essure. The reporter commented: the events started several months before time of reporting. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to nickel and titanium. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-jun-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 259 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2017: device evaluation received. Company causality comment. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.